Event description:
It was reported that during surgery the skin film was too thin and tears. The dysfunction of the dermatome had been observed during a sample of skin from a deceased person. The only incident was the quality of the sample (tearing). No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was cutting skin too thin as the control bar was not in the correct position and the unit was out of calibration. The control bar position was corrected and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the skin film too thin, tears. The event occurred during surgery. No harm or delay was reported. No adverse event was reported as a result of this malfunction.